Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the side body cover broken, the light guide fiber bundle (lcb) broken, the insertion flexible tube (ift) compressed, the suction channel buckled, the remote control buttons cut, the light guide cable cut, the insertion flexible tube (ift) worn out, the distal body worn out, and the segment steel braid ruptured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).